Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
At an unknown date a patient was implanted with a stratum nc small plate, and at a later unknown date it was reported one of the tines broke. The surgeon removed the broken stratum plate and implanted a new stratrum plate. No patient complications were reported.